Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. The reported event of out of range lead impedance was confirmed by review of the weekly rv-pli trending data. Trending date for the lead impedance as well as noise on one of the stored egms could be the result of a loose set screw on the rv is-1 lead.

Event description:
It was reported that the high impedance and noise were observed. Patient reveived frequent vt therapies. The device was explanted.